Event description:
A customer contacted beckman coulter inc (bci) stating that the ise cup was found to be overflowing while the customer was performing troubleshooting for a potassium calibration failure on the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
A field service engineer was dispatched and fixed the vacuum problem that was causing the cup to overflow, which resolved the issue.